Event description:
I noticed a gel like substance in my son¿s infusion syringes for hemophilia factor replacement. The syringes are 10ml luer loc syringes made by bd. (B)(6) is our pharmaceutical provider for these products. There was a significant amount of gel like substance in the syringe on both the rubber grommet as well as the inside top of the syringe where material is pushed through. It did not extend to locking device. I have sent to syringes to the pharmacy to return to bd per their instructions to have to material tested. I am looking to find out if the materials is a lubricant normally found in medical syringe or determine if this was a contaminated syringe.